Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154mg/dl. The expected fasting blood glucose test result range is 90-100mg/dl. The customer did not reported symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results, however customer reported symptoms of sweating cold, heart palpitations and vomiting one year ago. Customer states went to the hospital and was diagnosed with hyperglycemia. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 114 and 111mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 09/21/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 102mg/dl, date: (B)(6) 2019, time: 8:02pm, fasting. Result 2: 103mg/dl, date: (B)(6) 2019, time: 8:18am, fasting. Result 3: 119mg/dl, date: (B)(6) 2019, time: 6:12pm, fasting. Result 4: 93mg/dl, date: (B)(6) 2019, time: 3:03pm, non-fasting. Result 5: 154mg/dl, date: (B)(6) 2019, time: 9:20pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154mg/dl. The expected fasting blood glucose test result range is 90-100mg/dl. The customer did not reported symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results, however customer reported symptoms of sweating cold, heart palpitations and vomiting one year ago. Customer states went to the hospital and was diagnosed with hyperglycemia. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 114 and 111mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 09/21/2020 and open vial date is 4/15/2019. The meter memory was reviewed for previous test result history: (B)(6).